Manufacturer narrative:
On (B)(4) 2010: this event concerns a device that was manufactured and used outside the united states. Analysis is pending.

Event description:
During pacemaker follow-up on (B)(6) 2010, cumulative view of pacing/sensing statistics were not displayed from device memories (aida). Reportedly, these data could be properly printed.